Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("extreme and chronic abdominal pain/ sharp knife-like stabbing pain in her abdomen ") in a female patient who received essure for contraception. On (B)(6) 2014, the patient started essure. On an unknown date, the patient experienced abdominal pain (serious criteria medically significant and clinically significant/intervention required). The patient was treated with surgery (laparoscopic vaginal hysterectomy). Essure was withdrawn. At the time of the report, the abdominal pain outcome was unknown. The reporter considered abdominal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): in (B)(6) 2015: hysterosalpingogram result was satisfactory placement of coils and full occlusion. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced extreme and chronic abdominal pain/ sharp knife-like stabbing pain in her abdomen. Approximately two years after essure, insertion, she had a laparoscopic vaginal hysterectomy. Abdominal pain is anticipated in the reference safety information for essure. Considering the plausible temporal relationship and the lack of alternative explanation, causality with essure was considered as related. This case was regarded as incident as a surgical intervention was required. A product technical analysis is being sought.~ further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('extreme and chronic abdominal pain/ sharp knife-like stabbing pain in her abdomen/ severe abdominal pain/ abdominal pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), depression ("depression"), back pain ("severe back pain"), adverse event ("abnormal symptoms"), pelvic pain ("pelvic pain") and psychological trauma ("psych injury"). The patient was treated with surgery (laparoscopic vaginal hysterectomy/ bilateral salpingectomy and hysterectomy to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, depression, back pain, adverse event, pelvic pain and psychological trauma outcome was unknown. The reporter considered abdominal pain, adverse event, back pain, depression, pelvic pain and psychological trauma to be related to essure. The reporter commented: discrepancy noted in essure removal date (B)(6) 2016 and (B)(6) 2016. Plaintiffs received treatment for- abdominal pain, pelvic pain, psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: results: confirming ful occlusion of fallopian tubes; on (B)(6) 2015: results: satisfactory placement of coils and full occlusion. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 3-oct-2019: plaintiff fact sheet was received. Events added from pfs- pelvic pain, psych injury. Reporter information were added. Essure removal date were updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("extreme and chronic abdominal pain/ sharp knife-like stabbing pain in her abdomen/ severe abdominal pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), depression ("depression"), back pain ("severe back pain") and adverse event ("abnormal symptoms"). The patient was treated with surgery (laparoscopic vaginal hysterectomy/ bilateral salpingectomy and hysterectomy to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, depression, back pain and adverse event outcome was unknown. The reporter considered abdominal pain, adverse event, back pain and depression to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: in (B)(6) 2015: satisfactory placement of coils and full occlusion; on an unknown date: confirming ful occlusion of fallopian tubes. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2017: follow up from summons: event depression; severe back pain and abnormal symptoms added and severe abdominal pain was clubbed with previously reported event. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 24-jan-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced extreme and chronic abdominal pain/ sharp knife-like stabbing pain in her abdomen. Approximately two years after essure, insertion, she had a laparoscopic vaginal hysterectomy. Abdominal pain is anticipated in the reference safety information for essure. Considering the plausible temporal relationship and the lack of alternative explanation, causality with essure was considered as related. This case was regarded as incident as a surgical intervention was required. A product quality defect could not be confirmed but is considered plausible. However, the reported medical event is not indicative of a quality deficit per se. Further information will be obtained through the litigation process.